Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the mirointroducer is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer peel-apart sheath. Microscopic inspection of the microintroducer revealed light residue throughout the sample. A longitudinally aligned split was observed on the distal end of the peel-apart sheath. The tip of the sheath also exhibited a region that was buckled and flared outward, adjacent to the longitudinal split. The sheath tip deformation and split was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. The deformation and lack of a returned dilator prevented thorough inspection of the transition. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that on the afternoon of 29.01.2024, the intubation nurse felt a scraping sensation on the vascular wall when feeding the micro cannula sheath during the process of placing the micro cannula sheath on the patient, there is resistance, after withdrawal, it was found that the front end of the tearable sheath appeared to be warped, which has caused vascular damage to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that on the afternoon of (B)(6) 2024, the intubation nurse felt a scraping sensation on the vascular wall when feeding the micro cannula sheath during the process of placing the micro cannula sheath on the patient, there is resistance, after withdrawal, it was found that the front end of the tearable sheath appeared to be warped, which has caused vascular damage to the patient. No other information was provided.